Event description:
Additional information received identified the ipg was explanted replaced with another model which resolved the issue. Postoperatively stimulation was restored and the patient is stable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. A sjm specialist confirmed the issue. Reportedly, the patient has gained some weight. Surgical intervention may be taken at a later date to address the issue.